Event description:
A report was received per social media that the patient had an infection which turned into bacterial spinal meningitis. It was also noted that the patient was comatose for five days and was in the hospital for three weeks. The patient underwent an explant procedure.